Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported the patient information center ix failed to alarm for atrioventricular dissociation. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
It was identified this device was originally reported under the incorrect cfn/fei. The reference manufacturer number for the case with the correct cfn/fei is 9610816-2025-000494.

Manufacturer narrative:
A philips remote service engineer (rse) investigated the logs from the patient and found no alarm for atrioventricular dissociation during the date and time of the event. There were several ECG leads off alarms which got silenced and not corrected. The rse reached out to a clinical application specialist (cas) for support to interpret the ECG waveforms. The cas stated that, to her knowledge, the mx40 is not capable of alarming for atrioventricular dissociation. The cas stated usually the patient is experiencing bradycardia as well, for which an alarm would be triggered. As the heart rate of the patient was in the range of 65-70 beats per minute (bpm), the conditions for bradycardia were not met and the bradycardia alarm did not sound. The complaint investigator (ci) reached out to the product surveillance engineer (pse) to verify if the intellivue mx40 802.11a/b/g is capable of alarming for atrioventricular dissociation. The pse stated the intellivue mx40 802.11a/b/g is not capable of alarming for atrioventricular dissociation. As the intellivue mx40 802.11a/b/g is not capable of alarming for atrioventricular dissociation, there was no alarm for atrioventricular dissociation on the pic ix either. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.